Event description:
It was reported that prior to a breast biopsy procedure, the screw between the cable and needle is missing; needle is not turning and moving. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.